Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertaks stitch broke. This occurred during a shoulder scope labral pair on (B)(6) 2023 the implant was implanted and the suture was passed per the technique guide, and the pull-stitch that shuttles broke. They were unable to successfully pass the suture. The implant remained implanted securely and the suture was cut out. The case was completed using another ar-3636 which worked accordingly. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Per the event description, the most likely cause can be attributed to use error, as the suture break can be caused by pulling or adjusting the strands along a sharp or rough edge.